Manufacturer narrative:
(B)(4). On 11/28/2011, the FDA granted the permission for the manufacturer fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4) and imported into the united states by fidia (B)(4), inc. As a consequence, fida (B)(4) (the manufacturer) should submit reportable cases on behalf of fidia (B)(4) (the importer). However, since this is a non-us case of which fidia (B)(4) has become aware in its role of product manufacturer, fidia (B)(4) does not have any reporting obligation. No batch number was received on this complaint; therefore, no investigation can be conducted. No further info is expected for this case. Conclusion: no investigation/no assessment possible. Case status: closed. Pharmacovigilance dept's comment: this adverse event was temporally related to the treatment with hyalgan, but apart from that there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining that the intraarticular administration of hyalgan may have caused or contributed to the event, even though no other causes have been found at the present.

Event description:
This spontaneous case was reported by a consumer via (B)(6) - the local distributor for the product in (B)(4). The below narrative includes the initial report plus subsequent follow-up info received within the deadline for submission. This case concerned of a (B)(6) year old adult female pt, who started therapy with hyalgan (hyaluronic acid) 10 mg/ml at a dose of 3-5 injections 1-2 times per year in left knee and rarely I the right knee. On unk date about 2 months ago, patient was diagnosed with breast cancer (grade 1) and was being treated. Last time in the spring the pt had taken one injection( a gel-like preparation) which was effective. Action taken with hyalgan was unk and the event breast cancer was recovering. Follow up info was received on (B)(6) 2015: the pt reported that she had been treated from several physicians and mentioned the matter to all (including the oncologist) and asked them if they know anything about the potential cancer exposure of hyalgan. She reported that none of the physician had heard anything about it and their opinion was that she could continue the treatment in question. The pt was operated on breast by her surgeon at (B)(6). Hyaluronic acid had alleviated osteoarthritis well. She does not needed a prosthesis operation although in the opinion of one orthopaedist that the left knee was "completely done" already years ago. Furthermore, she concomitantly takes regimens of cartexan. Her functional capacity was good. She cannot run or jump or cannot get up in case she crouches down by mistake. She did not have much pain at the moment. Her legs that used to be straight were somewhat knock knees now. The pt reported that, breast cancer treatment will worsen the joint symptoms as the antihormonal treatment aims at completely removing all estrogen. The pt likes to get info in order to make a decision about continuing the treatment on her own. Follow-up received on (B)(6) 2015 included the following info: the pt received medical confirmation for hyalgan. There was no additional info for this case. It was clarified that the physician confirmed only the adverse event (breast cancer). It waa a different physician who prescribed hyalgan to the pt. The physician didn't comment the possibility of causal relationship between hyalgan and ae. No further info is expected for this case. The case is closed.